Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump¿s time was off by greater than five minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed no evidence of time gain/loss. During investigation, the timekeeping accuracy test was performed and the pump was found to maintain time accurately during a five day duration test. However, when the pump was left without power for one hour and pump was powered back on, the time and date had returned to the default time/date settings. The pump was opened and the internal battery was found to be leaking. Further testing was unable to be completed due to the internal battery failure. Unrelated to the complaint, investigation revealed that the battery compartment had multiple cracks and the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.